Event description:
It was reported that the device went to early elective replacement indicator (eri) after 3 and a half years. It was also reported that the right ventricular lead had damage and high thresholds. Review of performance data revealed that there was no patient alert and the pacing lead impedance increased slowly. The device was explanted and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the 694965 proximal lead portion was received measuring 16.5 cm and had developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to the bi/multi-lumentubing voids while in vivo. A distal portion of the lead was received measuring 48 cm and was extrinsic called over-rotated.